Event description:
The patient reported their implantable cardioverter defibrillator (ICD) battery was "already low", questioned battery longevity and inquired as to why the ICD was at the point of replacement. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4196 implantable pacing lead (B)(6) 2011 4076 implantable pacing lead (B)(6) 2011. (B)(4).